Event description:
New information on (B)(6) 2018 notes the patient declined any services.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient reported in-clinic for follow-up. Upon interrogation, post-past t-wave over-sensing was noted on the implantable cardioverter defibrillator's stored electrocardiograms. The patient did not receive therapy during over-sensing. The device remained implanted. No further information could be obtained.